Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged due to twiddler's syndrome. The dislodgement led to unstable thresholds, undersensing and no capture. The patient experienced bradycardia. The lead was reprogrammed and subsequently explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the full lead was returned. Analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.